Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were erratic and the control bar was loose. The plug harness, motor, eccentric shaft, reciprocation arm, lever, ball plunger and other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the device was not getting power. There was no patient involvement. During product evaluation, it was discovered that the motor speed was erratic. Due diligence is complete and there is no additional information available. There was no adverse event associated with the maflunction.